Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer declined to provide a blood glucose (bg) value. The customer troubleshot the issue on their own prior to contacting tandem technical support (cts) and stated that they observed insulin exiting the infusion set tubing and no damage was noted to the cannula. No troubleshooting was performing during the call with cts therefore pump functionality was not confirmed. Reportedly, the pump is worn against the customer's skin. The customer was to insert a new infusion set site to resolve the occlusion alarm.